Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to tissue. The device was removed by additional resection. There was no injury to the patient.